Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional stated during intraocular lens implantation surgery before starting the lens loading process, surgeon checks the intraocular lens (iol) and noticed a mark on the optic. Additional information was requested received stating that the surgery was completed on the same day. They opened another lens.